Event description:
It was reported that insulin was leaking from the cartridge during a supply change, and the user could not identify the source of the leak; the user was using a teflon infusion set and confirmed correct attachment and fill technique, then performed a supply change with new supplies and resumed delivery. No reported adverse clinical effects and no changes in blood glucose levels. Outcomes included no medical intervention, no alerts or alarms, and continued therapy after troubleshooting. Customer care provided support that included customer confirmation of setup technique, cleaning of the insulin chamber, and guided replacement of consumable supplies. Investigation of this case revealed that the event was consistent with a cartridge or connection leak that resolved with replacement of supplies and proper reassembly. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling or a consumable issue rather than a device malfunction.